Manufacturer narrative:
(B)(4). Date sent: 10/19/2020. D4: batch # u5aj72. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be missing. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to how the spring firing trigger became out of position. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information: four photos have been received for review and review is still in progress at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after flashing, a spring fell out of the device, making it impossible to flash. There were no patient consequences. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 9/9/2020. Three photos received. Upon visual inspection of three photos, the following was observed: the photos show a device from closing trigger and a component can be seen protruding in the trigger area. This component appears to be a spring. Based on the photos the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.